Event description:
Death[death] case description: spontaneous report rec'd on 04/17/08 from co representative and a biopsy transmittal notice dated 02/28/05 regarding a male pt. The pt experienced moderate burns that covered 95% of his body surface area in 2005. He was treated with 120 grafts at approximately one month later and 15 grafts in 2008. The pt expired after treatment on an unspecified date.